Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported the buttons on her pump are not responding. Customer advised that the rubber has completely ripped off of the top arrow button on her pump. She advised that this has exposed the metal plating underneath. No adverse event reported. A request was made for the return of the device.